Event description:
It was reported that the customer received unspecified alarms. The customer¿s blood glucose ranged between 80-170mg/dl. No additional information regarding the alarm was provided by the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.